Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilation stopped during use on a patient. The trend graph showed that vti(inspiratory tidal volume) was zero where as vte(expiratory tidal volume) was large. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the air gas module and the monitoring printed circuit board (pcb) were replaced and returned for investigation. The reported problem was not reproduced during test of the returned air gas module and monitoring pcb in a reference ventilator. Evaluation of the received device logs shows that the matching event on august 29 the time period 10:12 to 10:14, had the inspiratory tidal volume (vti) been measured zero and at the same time the expiratory tidal volume (vte) was measured large. At the same time the event happened the y-sensor was activated and measured the volume. When the y-sensor was deactivated the measuring is done by the main unit and the measured tidal volumes were as expected. Our conclusion is that the ventilation was ongoing during the event and the volumes too the patient were as expected. The cause of the event was a measuring error in the y-sensor.

Event description:
Manufacturer ref. #:(B)(4).